Event description:
These are two of the 57 events being reported. These two were for under-infusion and lack of occlusion alarms. Narrative for patient1: patient was under anesthesia for a procedure. Propofol was infusing, as well as remifentanil. The srna in the case noted the patient to be moving and deepened anesthetic level with propofol (bis monitoring in progress and at appropriate levels for a general anesthetic throughout case). After troubleshooting, she realized that the remifentanil infusion was not actually infusing, despite having properly programmed and starting the pump. She watched to make sure the pump was "infusing" on the screen but verified that no drips were actually falling into the chamber. No medication appeared to have left the IV bag. The IV tubing and bag was removed from the pump and started on another infusion pump without issue going forward, and the malfunctioning pump was taken out of service. Biomed was alerted later in the evening and the pump will be picked up tomorrow. Narrative for patient2: tubing found to be crimped in lockbox. Pump did not alarm. Found when pumped alarmed for volume complete. Pump and tubing sequestered. Sent to engineering. Manufacturer response for IV pump, baxter sigma iq pump (per site reporter).